Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. There was no tortuosity or calcification noted. The 2.5 x 23 mm xience v stent delivery system (sds) was advanced without issue for direct-stenting. The stent was deployed successfully at an unknown pressure; however, the balloon deflation was slow. The balloon was finally deflated; however, resistance was noted with the stent during removal. The sds was removed, and the stent remained successfully implanted. The physician commented that the issue was not due to the anatomical conditions, but due to the sds not working properly. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The deflation issues were unable to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.